Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was asleep when her dexcom informed her that she was high (400 mg/dl). The patient did not have a bg meter so she self-treated with insulin. The patient´s child found her mother unconscious that morning, so she called 911. When paramedics arrived they took a bg reading which was 32 mg/dl. The paramedics treated the patient with IV dextrose. At 8:00 am they took the patient to the hospital and she was admitted for observation. They performed some blood work at the hospital and the patient did not have any infections. At the time of the report on the same day of the event, the patient was admitted to the intensive care unit. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.